Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump received hardware low level failure alarm. Customer was able to clear alarm but not able to rewind insulin pump. The fill cannula was recorded in daily history and insulin pump failed self test. It was reported that reservoir took longer to load and there was a noise while loading reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. However, pump error 63 alarm confirmed in device history due to broken trace at u1 keypad assembly.